Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to the device was not functioning properly. There were no patient complications.